Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into arm on (B)(6) 2026. According to the patient¿s spouse, on (B)(6) 2026, between 3:00 -4:00 pm, the patient was in bed when he suddenly felt weak and started vomiting. The patient¿s cgm was displaying ¿normal values¿ and no bg meter comparison value was taken. The patient was wearing a tandem insulin pump. Over the next several hours, the patient¿s condition worsened with increasing weakness and persistent vomiting for approximately 3-4 hours. Around 6:00 pm, the patient¿s wife became concerned and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 600 mg/dl while the cgm was reading 257 mg/dl. Ems treated the patient with IV fluids and transported him to the emergency room (ER). At the ER, it was reported that the patient¿s condition had not improved and he was further treated with IV fluids and IV insulin. The attending doctor told the patient that he would remain hospitalized for an additional 2 days for monitoring and stabilization. The patient was still in the hospital at the time of report. Attempts to follow up with the patient for his exact hospital discharge date were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.